Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed fault code 41 (patient temperature sensor failure)" was confirmed based on the analysis of the archive data but was not confirmed during functional testing. User advisory 41 can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours), by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform and cause the ua41 to appear. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple ua41 advisory messages around the customer's reported event date, confirming the reported complaint. Based on the archive data, the patient contact surface temperature sensor values were outside of the normal range of 45°c during power-on-self-test or take-up. The autopulse platform passed the initial functional test without any fault or error. Based on the archive data, patient temperature sensor failure occurred with the sensors reading 127 °c. During troubleshooting at zoll, blowing hot and cool air directly to the location of the temperature sensor mounted was performed, and the sensor responded respectively to the temperature increase/decrease. The temperature sensors and their cable connections to the power distribution board (pdb) were inspected, and there were no loose connections or issues. Nevertheless, the zoll service engineer recommends replacing the temperature sensor as a preventive precautionary measure because the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. During further functional testing, the autopulse platform would intermittently stop compressions and displayed "system error, out of service, revert to manual CPR", unrelated to the reported complaint. The technical investigation identified system error - 139 (unable to hold compression position). Troubleshooting the problem determined that the drivetrain motor brake assembly air gap was too wide, being out of specification. This caused the autopulse to stop functioning with a system error, per design. The brake gap could not be adjusted and continued to open out of specification. The conical tip of the two m3-.5 x 4mm set screws was worn out and would not lock into the drivetrain motor shaft dimpling the locking well and causing the brake to disengage. The drivetrain motor assembly needs to be replaced to address the system error, ua139. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
During shift check, the zoll demo autopulse platform (sn (B)(4)) displayed fault code 41 (patient temperature sensor failure). No patient involvement.

Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform (sn (B)(6)) was a demo device and was not used on a patient. Therefore, this event is a non-complaint.